Event description:
The carefusion alaris system large volume pump and syringe pump started alarming communication error 1-2 hours after the infusions had started. The error message interrupted the carrier ivf with epi and norepi running at a rate of 0.31 mcg/kg/hr. The syringe pump with a heparin infusion running was also interrupted when this communication error occurred. The infusions were restarted as quickly as possible to try to maintain patient stability, but within a few minutes the pumps started alarming again with the same message. The infusions were moved to a different pump at this time and resumed. The infusions were restarted quickly enough both times and avoided any major harm to the patient, but there were changes in the blood pressure while we were having problems with the pumps. This facility has had multiple problems with these devices and has been in communication with the manufacturer. The problems persist.